Event description:
Per the clinic, the patient experienced poor performance with the device and discomfort due to progressive deactivation of the electrodes. Re-programming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.